Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having open reduction and internal fixation for an indication of lumbar disc herniation. It was reported that while installing the self-cut tail cap of the screw, it could not be cut, so the screw cap had to be replaced. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is china. H3. Device evaluation summary: product analysis #(B)(4): part # 7540020; lot # h5873544 visual and optical inspection confirmed the threads of the set screw have been damaged/stripped. The damage appears to be from misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.